Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-24010. It was reported after an implant procedure one of the leads had high impedances. After the dressing was removed, it was found that the lead had broken through the skin. Surgical intervention took place where one lead was explanted and replaced. Note: it is unknown which lead is liable. As such, both leads are being reported.